Event description:
It was reported that shaft break occurred. A 1.50mm x 20mm emerge push balloon catheter was selected to use. However, during insertion, immediate resistance was felt while putting the balloon into the y-adapter and guide catheter and the balloon broke when pulled back. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 93cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. A 1.50mm x 20mm emerge push balloon catheter was selected to use. However, during insertion, immediate resistance was felt while putting the balloon into the y-adapter and guide catheter and the balloon broke when pulled back. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported.